Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "fk pump was giving the reported issue of "pump keeps saying clamp problem, tubing changed out, pump powered off. Still clamp problem". There was no report of patient harm nor the stoppage of an active infusion. A preliminary review of the logs identified the following issue: tubing set error (ipc connection leak failure) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for multiple ipc connection leak failures. Device had mock infusions run with multiple sets and no failures occurred. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and the infusion was completed successfully. The batteries however failed to fully charge during this extended infusion and will be replaced.